Event description:
During an endoscopic retrograde cholangiopancreatography for common bile duct stone removal, the physician used a cook fusion lithotripsy extraction basket. It was reported that the basket was loaded over the guidewire and entered the cbd. The basket opened and the stone was captured inside the basket but the basket did not then close. The handle did move but the basket did not respond [drive wire breaks]. The basket was then placed in the boston scientific alliance gun. This didn't assist with the closure of the basket. The stone was removed using the boston scientific spyglass and ehl probe. The basket was removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the lack of basket response observed by the user during handle manipulation is likely due to detachment of the drive wire from the handle which, based on the description of event, occurred prior to attempting lithotripsy. The root cause for the drive wire detachment is unknown as we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.